Event description:
Spontaneous call from pt's mother: cadd ms3 pump sn (B)(4) malfunctioning. As they are going through the process of setting up the backup pump for use, the delivery program screen will not load. No adverse event reported. Pt will be using backup pump until new one arrives. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver. Ref mw5086483.